Event description:
It was reported that three weeks post implant of the implantable cardioverter defibrillator (ICD) system, the implant site opened spontaneously. The site was sampled for infection in multiple locations and the system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 6947m55 lead, (B)(6) 2014. (B)(4).